Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer's blood glucose (bg) level was 675 mg/dl. The customer addressed their bg with a manual injection. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.